Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to noisy signals. There was no evidence of oversensing. The lead was removed/replaced with an alternate prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to noisy signals. There was no evidence of oversensing. The lead was removed/replaced with an alternate prior to pocket closure.